Event description:
The customer reported via phone call that they experienced high blood glucose and low glucose level. The customer¿s low blood glucose level was 46 mg/dl. Customer's high blood glucose level was 300 mg/dl. Customer declined to troubleshoot for low and high blood glucose level. It was unknown that auto mode feature was active or not at the time of event. The customer will continue to use the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.